Manufacturer narrative:
Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent vaginal hysterectomy, vaginal sling excision, revision, anterior-posterior colpopexy, high uterosacral vaginal vault suspension, and cystoscopy on (B)(6) 2014 due to vaginal mesh exposure, postcoital bleeding, dyspareunia, uterine prolapse, cystocele, and rectocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat urinary bladder problems and incontinence. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, pelvic pain, erosion, extrusion, bleeding with urinary tract infections, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, organ perforation, fistulae, and pain and urgency while urinating. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia; neuromuscular problems.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. No additional information was provided.